Manufacturer narrative:
Mml reference #: (B)(4). The device was explanted at (B)(6) medical center, md. Other devices explanted. Model: 5100, description: reactiv8 implantable pulse generator, s/n: (B)(6), UDI: (B)(4). Model: 8145, description: reactiv8 implantable stimulation lead, s/n: (B)(6), UDI: (B)(4).

Event description:
It was reported that the patient fell down a flight of stairs in spring 2024. After the fall incident, the patient reported having begun not being able to run therapy. The initial investigation found that the leads moved, and out-of-range/high impedance was observed. The clinical specialist reprogrammed the device using the last working electrode of the right lead. The patient was able to use bilateral therapy again. Reportedly, the patient was doing well and benefitted from the reactiv8 therapy. However, the patient stopped using the device and requested an explant. The device was explanted successfully except for the right lead, which broke during the explant, leaving the distal tip of the lead inside the patient. There was no report of patient harm or injury.

Manufacturer narrative:
Mml reference #: (B)(4) the device was explanted at (B)(6) medical center, other devices explanted. Model: 5100 description: reactiv8 implantable pulse generator s/n: (B)(6) UDI: (B)(4). Model: 8145 description: reactiv8 implantable stimulation lead s/n: (B)(6) UDI: (B)(4). Due to hospital policy, no device was returned for analysis; therefore, the root cause of the alleged malfunction cannot be confirmed. The device history record was reviewed, and no relevant nonconformances were found. Updatred h6.

Event description:
It was reported that the patient fell down a flight of stairs in spring 2024. After the fall incident, the patient reported having begun not being able to run therapy. The initial investigation found that the leads moved, and out-of-range/high impedance was observed. The clinical specialist reprogrammed the device using the last working electrode of the right lead. The patient was able to use bilateral therapy again. Reportedly, the patient was doing well and benefitted from the reactiv8 therapy. However, the patient stopped using the device and requested an explant. The device was explanted successfully except for the right lead, which broke during the explant, leaving the distal tip of the lead inside the patient. There was no report of patient harm or injury.